Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the sensor broken in two. The broken part was still attached to the sensor tubing. Analysis was unable to confirm that the customer received the sensor damaged because the customer returned it opened/used.

Event description:
The customer called in to report a lost sensor alarm. The customer's blood glucose level was unknown. The customer removed the sensor and found a bent and damaged cannula. The customer also stated that during insertion, the needle hub fell off. The customer's sensor was replaced and returned for analysis.